Event description:
Information received by medtronic indicated that there was crack at the back of the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged cosmetic damage located at the back of the pump observed on (B)(6) 2022. Pump failed the rewind test due to pump error 37. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Pump error 37 was noted during testing due to moisture damage on the motor. Successfully downloaded history files and traces using thump. Pump error 37 was noted on (B)(6) 2022 at 01:39:04.000. The pump was cut open to perform visual inspection and found moisture damage¿on the motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: damaged display window cover, pillowing keypad overlay, stained keypad overlay, scratched case, cracked case, battery tube threads - cracked, and cracked case-corner of belt clip rails. Cosmetic damage was confirmed at the case-corner of the belt clip rails. Pump error 37 was confirmed due to moisture damage on the motor. Exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.